Event description:
It was reported the lift boom came down unexpectedly while the end user was in the lift. The end user was struck in the head and required 13 stitches. No further patient complications were reported as a result of this event.